Event description:
Caller reported an occlusion alarm. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. Customer declined to conduct further troubleshooting despite clarification from technical support that no active troubleshooting had been done. As a result, the case was closed by technical support.